Manufacturer narrative:
On (B)(6) 2019,additional information received indicated that the left device removed and replaced with cat#:3504504bc, sn#:(B)(4). This report is for the right side. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation with mentor memorygel, 450cc silicone breast implants which the left side had issue with capsular contracture baker grade iii, and the right side has small lump after implantation. The issue of capsular contracture was confirmed by the physician. As a result the left implant was removed on (B)(6) 2019. This report is for the right side.